Event description:
The consumer reported that the patient had implantable neurostimulator (ins) replacement in 2014 due to "wires" pressing against the tailbone. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.